Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted air bubbles in the infusion set site tubing. The customers blood glucose (bg) level was impacted above 300 mg/dl. The customer took a manual injection to stabilize bg level. During troubleshooting with tandem technical support the customer was able to expel air bubbles by performing fill tubing.